Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an ankle fusion surgery the k-wire won't pass through the cannulated tip of the device. The surgeon then used another k-wire to measure the length. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 23-jul-2024: it was further reported that the tip of the device ar-8967dg looks damaged. The k-wire used with the device was ar-8967kts. [07:45] (B)(6). Update dw 30-jul-2024: further information was provided that due to the damaged depth gauge the surgeon used another k-wire against the inserted k-wire to calculate the length of screw needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was not confirmed. One unpackaged ar-8967dg serial/batch number (B)(6) was received for evaluation. Functional testing with a pin wire found no obstruction when passed through the cannulation. The evaluation of the instrument noted that the shaft¿s tip was bent; discoloration spots and faded laser marks were also found. The most likely cause of the reported failure, where the k-wire won¿t pass through the cannulated tip, can be attributed to user error as the reported malfunction cannot be replicated.